Event description:
Patient received gamma knife treatment for multiple metastases. Upon entering the treatment room, it was discovered that the headframe had slipped from the trunion on the patient's left side and was resting on the helmet. The effect of this was that the dose delivered potentially deviated from the planned dose.